Event description:
New infant nasal cannula with soft tubing caused loud and high pitch noise when attached to oxygen humidifier. The bottle would burst and water would shoot out once the humidifier was removed. Changed the ns humidifier three times, and changed the oxygen connector twice and it still made loud noise. Switched new tubing to the old pediatric nasal cannula o2 tubing and it resolved.